Manufacturer narrative:
E1 - completed initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e433 error malfunction: cause traced to electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the generator had an e433 error occurred. There was no harm or injury reported.